Manufacturer narrative:
Covidien reference: (B)(4). The pulse oximeter was returned for investigation. A visual examination found that there were several hairline cracks on the bottom of the unit housing and the handle was also cracked. The black speaker wire was also broken. The unit was then powered on with battery power. The unit had no audible sound. The speaker was replaced and sound was restored to the device. The cracked housing was also replace and the device was returned.

Event description:
It was reported that a pulse oximeter did not have an audible volume. There was no patient involvement. There is no report of serious injury or death associated with this event.